Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the power pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would not complete booting up when they press the on button. They would have to power off the device and then press the on button again to power it on. There was no patient use associated with this event.